Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received with eight clips remaining in the shaft. The jaws of the instrument were returned in the closed position and were in alignment. No clips were present within the jaws and the handle was observed to be fully extended. Functionally, the instrument was not disassembled to preserve the condition of the device. The instrument was cycled, but no clip was fired, the rachet system was not functioning properly. It was reported that the clips were not completely closed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: instrument could not fire. During evaluation, engineering was unable to properly fire the device, however upon opening the device no visual abnormalities or damage that could lead to the observed failure modes could be identified. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device fired, but some of the clips were not completely closed. To resolve the issue, the malformed clips were removed and the user reclipped the area using the same device. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.